Event description:
It was reported that the pt had an infection following a distraction subtalar fusion in which hydroset was used instead of a bone graft.

Manufacturer narrative:
Investigation progress but not yet complete.